Manufacturer narrative:
The reported events were high pacing impedance, inadequate capture threshold, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be retracted and clogged with blood. X-ray examination found the connector pin bent and over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the inner coil being clogged with blood, blood on the inner coil, bent connector pin, and over-torque of the inner coil. The reported event of inadequate capture threshold was not confirmed while high pacing impedance could not be confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damages. Unable to test lead impedance due to the connector pin being bent as received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: return not received, appropriate codes inputted.

Event description:
It was reported a patient presented for a lead implant procedure on (B)(6) 2021. During procedure, the right ventricular lead had varying high pacing impedance. The capture threshold was increased and varying as well. The lead was repositioned a few times, with difficulty extending the helix, but was ultimately replaced within the same procedure. Post-procedure the patient was stable.